Event description:
The physician indicated that he has never seen one of these chest tubes fracture during his practice prior to this event. During the removal procedure, there was resistance noted which was perhaps higher than average but not atypical. They continued to pull on the tube and the resistance abruptly stopped, followed by the tube coming out with the tip missing. This correlates with the tube breaking and indicates that the resistance was located near the tip of the tube which remained in the patient.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Manufacturer narrative:
A piece of the thoracic catheter was returned for evaluation. The returned section was a 10cm long piece of the tip of the catheter. The remaining 40cm was not returned. For the purposes of the investigation the remaining 40cm may have helped determine the root cause of the complaint. This section would have had the other end of the breaking location of the catheter or impact site. The 10cm section that was returned was evaluated under a microscope. At the separation or breaking point of the tip there was an odd disruption or deformation of the area that cannot be explained. It is important to note that this location of the catheter is the portion that was at the level of the patient¿s skin. The details provided indicated that the catheter was used in conjunction with suture to help hold the catheter in place. There is no evidence of holes in the tubing in this area however the disruption of the material in this area is suspect as the location is also where the catheter would have been taped to help prevent bleeding. An attempt to remove this disruption of the material was attempted but was unsuccessfully as it was first thought to be residual of adhesive from the tape used. The inspection also continued to the very distal tip where a cut in the very first eyelet was noted. This cut was rather deep and is approximately .025mm wide. It is not known how this was cut but the cut itself was very clean and approximately 2mm long. This portion of the tip would be approximately 9cm within the patient. A review of the incoming inspection of the catheters ir457860 and ir456331 was conducted and met all quality requirements. This includes a visual inspection for flash, radiopaque line, cosmetic defects, surface blemishes, structural defects, eyelets and packaging. The dimensions are also verified. The part specification drawing 000167-002 revision ax requires that the product meet the following in regards to structural defects: "catheter must be free of defects such as holes, cracks, splits, scratches, chatter marks and torn eyelets. Catheter must be able to be fully crushed with no cracking or tearing." A review of the catheter inspection and packaging procedure mp003922 revision ax was conducted and every catheter is inspected per section 5.2.4 gauge and inspection. This requires the visual inspection for contaminates as well as gross defects. 1) a cut or pre-punch that cuts through the catheter wall 2) an attached eyelet 3) completely illegible and/or completely missing print. 4) no eyelets or radiopaque line on catheter. The product is then again inspected during the sealing operation. In this regard there are multiple opportunities to visualize any defects on the catheter such as the described disruption/deformation of material. If this deformation was present prior to the use of the product it would have likely been identified at this operation. A review of the device history records was conducted and this lot of catheters passed all quality requirements. There were no non-conformances identified during the manufacturing process. Based on the device evaluation the reported complaint can be confirmed that the returned piece of the thoracic catheter was damaged, but the cause cannot be confirmed to be related to the manufacture of the device. There are other factors that may have lent itself to the catheter breakage which include but are not limited to, surgical technique such as aggressive manipulation, catheter stripping and milking, inadvertent mechanical disruption or catheter penetration with needle or scalpel.

Event description:
N/a.

Event description:
Additional information received: during removal of the chest tube a piece of the tube broke off and was retained in the patient's chest. A subsequent procedure was needed to remove the retained chest tube fragment. The fracture location is approximately 5 cm from the nearest hole in the tube tip section.

Manufacturer narrative:
Additional information.

Event description:
A user facility medwatch report was received (mw5107259) with additional details regarding the reported date of event.

Manufacturer narrative:
Additional information.

Event description:
N/a.

Manufacturer narrative:
Additional information: a2, a3, a4, b5 and d10.

Event description:
Additional information received stated that the patient had undergone a thoracoabdominal resection of a large intra-abdominal neuroblastoma.